Event description:
This patient purchased the renu fresh and used it as an eyewash. She experienced a severe chemical burn on the cornea and conjunctiva. The incident happened (B)(6) 2011 and we saw her here in our office 4 days later. She still had corneal edema and chemical burn/staining all around the cornea with swelling of the conjunctiva as well. The patient rinsed her eye over a sink, the solution also ruined the sink, the enamel around the drain was damaged/discolored. Which ordinarily a multi purpose solution should never do.